Event description:
The pull-away white sleeve from the needle broke off while peeling the blue tabs. The break occurred approximately an inch from the tabs. The sleeve was pulled out with a tonsil and was not replaced. No apparent injury to the patient other than product failure. The piece of the sheath was recovered and will be sent to manufacturer for evaluation.